Event description:
It was reported the patient, a pacing-dependent patient, presented to the hospital for a scheduled replacement of the recently recalled pacemaker. The device was being explanted as a result of the product recall and was reportedly functioning normally. As ordered by his physician, the patient stopped his anticoagulant medication, coumadin, approximately three days before the scheduled procedure. The device was successfully explanted and replaced. One day later, the patient suffered a stroke. The patient subsequently expired three days post-revision.

Manufacturer narrative:
The device is part of the advisory for this model. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.